Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Event description:
This is a solicited report by a physician from (B)(6) of aseptic peritonitis in a patient coincident with dianeal unknown bag and nutrineal pd4 unknown bag therapies and subsequent to receiving extraneal viaflex therapy (lot numbers not reported). On an unreported date, the patient experienced aseptic peritonitis manifested by abdominal pain and cloudy effluent and required hospitalization. The physician stated that extraneal viaflex therapy was discontinued at the time of the event. On an unreported date, the patient began remedial therapy with oral pyostacine (dose and frequency not reported). On an unknown date, the aseptic peritonitis had resolved and the patient had recovered. It was not reported whether the patient was discharged or whether dianeal unknown bag and nutrineal pd4 unknown bag therapies were ongoing. The physician considered the event of aseptic peritonitis to be possibly related to dianeal unknown bag and nutrineal pd4 unknown bag therapies.